Event description:
A user facility reports the intraocular lens (iol) was noted to have a crack in the optic after it was inserted in the eye. It was reported that the lens was not cracked when it was removed from the package.